Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. It is possible an obstruction to the distal tip of the sheath prevented proper anchor deployment leading to the adverse event, however this was unable to be confirmed. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode adn effects analysis (fmea)/hazard based risk table (hbrt).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided . A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that there was no footplate present when the angio-seal was deployed. The device pulled right out of the patient. Manual pressure was held. There was no blood loss. The reported event did not result in patient harm. Additional information was received on 28may2025: the procedure performed was an aortagram with runoff using a 6fr sheath. Access was easy and ultrasound was used. There were no issues with insertion, it went in easy but when we pulled it back it came completely out. There was no footplate on device. The patient was stable.